Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was not turning on due to a defective cable running from on/off key switch to the charging enclosure. After replacement of the cable, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was not turning on. The power light was shown and the batteries showed that they were charged. There was no patient present when this issue was identified.